Event description:
Patient reported to have underwent total hip arthroplasty procedure on (B)(6), 2007 and alleges that subsequent complications have occurred. The patient reports atrophy, nerve damage, chronic pain and recent unusual laboratory results. There is no indication of a revision procedure and no further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Attempts to obtain additional information pertaining to patient follow-up visits, laboratory results and details on whether or not a revision procedure has occurred have been unsuccessful to date. Should additional information be received, a follow up report will be sent to the FDA with details. This report filed (B)(6), 2011.